Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022.the product was evaluated. An external visual inspection was performed and [passed/failed due to]. [Test 1] was performed and [passed/failed due to]. [Test 2] was performed and [passed/failed due to]. [Test 3] was performed and [passed/failed due to]. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).